Event description:
It was reported that a user experienced a connectivity issue where a newly inserted dexcom g7 continuous glucose monitor (cgm) sensor provided readings in the dexcom app but failed to transmit glucose values to the ilet, consistent with a pairing failure between the cgm and the ilet receiver component. No adverse clinical symptoms were reported. Outcomes included no health impact or need for medical intervention. User support included customer support guidance, device setting verification, settings toggle, and a sensor restart. Investigation of this case revealed an unsuccessful cgm-to-ilet pairing event that was addressed through configuration correction and sensor restart, indicating a device communication or setup issue rather than a hardware malfunction. It was concluded, based on established findings for similar reports, that the cause was user setup and transient communication pairing failure.

Manufacturer narrative:
Initial.